Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported about 10 days prior to the report they started having severe pain in their left hip, the side that their implantable neurostimulator (ins) is on. According to the patient, starting about 6 months prior in (B)(6) 2016, they would all of a sudden get a cold spot right over the device, which lasted for about 10 seconds and happens every 3, 4, 5 days. This happened on the outside of their skin. In the beginning of (B)(6) 2016, the patient had "very, very severe" irritable bowel syndrome (ibs). It subsided now with all their medications. They saw a gastroenterologist and when they had gas they forgot to take their "(B)(6) stuff". The patient also mentioned that they have arthritis and bursitis and one leg is shorter than the other. They have lost weight and has gone from 155 down to 128. The consumer further reported that nothing was done to resolve the pain in their left hip and cold spot. The patient got no call back from their health care provider (hcp). They did call the patient once, but with no answer. The pain was not as severe and the cold spot had not been resolved. The patient didn't think their weight loss, bruising, and irritable bowel syndrome (ibs) were related to their device or therapy. The patient felt that maybe getting old was not that easy and probably shrunk their stomach. The patient ate in smaller amounts. The patient got so much [illegible] every day, 20 to 30 pieces. The patient still got cold spots and lost weight after a "septic senior" diagnosis on (B)(6) 2016. The ins is indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.